Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0546358v, implanted: (B)(6) 2005, product type: lead. Product ID 389033, lot# j0546712v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that she couldn't turn on stimulation. The consumer replaced the off-brand programmer battery with another however this did not resolve the issue; she was still only got the bottom green light to turn on. The consumer removed the battery cover and battery, moved the left black switch all the way to the right then back to the left then returned it to the original position, moved the right black switch all the way to the left then back to the right then returned it to the original position, pressed each key one time firmly, then replaced the battery and battery cover while she listed for a beep and checked for lights. The consumer then placed the programmer over the implantable neurostimulator (ins) and pressed the top blue key one time firmly until a beep was heard. The consumer was still only getting the bottom green light to turn on. The consumer was to follow-up with the health care provider. The consumer had not been paying attention to the lights and the last time she had the ins checked was shortly after implant in 2010. It was noted that she thought she received the self-recharging unit. The consumer had no stimulation and couldn't turn the device on. It was noted that this was a sudden change in therapy/symptoms. The issue occurred during use. The consumer's indication for use was noted to be failed back surgery syndrome. No further outcome, cause, troubleshooting, or diagnostics were available. Further follow-up was done to obtain this information; if additional information is received a supplemental report will be sent.